Event description:
Boston scientific received info that during a hosp stay for an unrelated issue, it was noted that there was a slight opening in a portion of the subcutaneous implantable cardioverter defibrillator (s-ICD) site. Due to the concern over an infection, the patient underwent surgical intervention to clean the device pocket and was placed on antibiotics. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation is complete. This investigation will be updated should further info be provided.